Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (80 percent stenosis degree) in the mid lad. The device was inserted, but despite pre-dilatation the lesion could not be crossed. The complaint device was withdrawn, and the lesion was further pre-dilated. The complaint device was re-inserted and again could not pass the target lesion. The intervention was finalized with an 2.5/26 orsiro mission and a 2.5/18 orsiro mission.

Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.